Event description:
It was reported that a care giver experienced a hole in the cassette near the patient line of a homechoice device. The patient was not connected at the time. This discovery occurred during setup for peritoneal dialysis. The care giver continued therapy with the home patient using new supplies. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.